Event description:
The manufacturer was contacted on everflo device that came back from repairs a week ago, but it smells like smoke when it is in operation. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.